Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was air detected in cassette warning in drain 1 of 2. Fluid was found when removing the cassette after canceling treatment. There was fluid on the external part of the cassette and fluid in the pump module area of the cycler. In a follow up call with the patient's pd nurse it was reported that there was no harm, adverse event or intervention associated with the leak. The patient has received a new cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning in drain 1 of 2. Fluid was found when removing cassette after canceling treatment. There was fluid on the external part of cassette and fluid in the pump module area of the cycler. In a follow up call with the patient's pd nurse it was reported that there was no harm, adverse event or intervention associated with the leak. The patient has received a new cycler. The cycler set is not available to return.